Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported the infusion device delivered an unintended bolus of 1.1 units on (B)(6) 2011 at 9:00 pm, and she experienced hypoglycemia (reading unk) as a result. The infusion device also displayed an e7 electronic error and some pixels were missing from the display. Treatment given for hypoglycemia was not provided. Pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for eval. No add'l info was provided.